Event description:
The representative reported the ipg and extensions were removed in 2006 after eight months implant duration for suspected infection and due to fractured wires in the extension products. No add'l info is known at the time of this report. The products were explanted but were not returned to the manufacturer for analysis. Add'l info has been requested. See two MFR report numbers 3004209178200602347 and 2649622200602348.